Event description:
The problem described in the complaint was that the mask had an odor. Co has reviewed the odor problem with mfg and has conducted more testing, co has determined that a bad lot of material was received. The raw material was isolated and removed from the production floor. Increased inspection has been made of all raw materials to detect any possible odor and to prevent it from being used in production. New raw materials have been sourced and ordered for new masks production.